Manufacturer narrative:
Continuation of d10:  5076-45 lead implanted: (B)(6) 2017 ddmb1d4 ICD implanted: (B)(6) 2017 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with deep vein thrombosis (dvt). Upon device interrogation, it was determined that the right ventricular (rv) lead exhibited high out of range (oor) defibrillation impedance. It was noted that there was a spike in the defibrillation impedance measurement and that it returned to a measurement consistent with recent trends. It was also reported that the right atrial (ra) lead became dislodged. Through follow up, it was determined that the leads were "likely" the cause of the deep vein thrombosis. The rv lead and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.